Manufacturer narrative:
(B)(4).

Event description:
It was reported that the connections at the bottom of spider limb positioner were loose during a arthroscopy procedure. No delay was noted. The device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and there appeared to be no visual issues. The complaint was not confirmed as the unit passed all functional testing. Manufacturing records show that the device was released new into distribution in (B)(6)of 2010 and was last serviced in (B)(6) of 2015. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.